Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected or use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for 5 seconds upon first inflation. The device was removed using the normal method without any problem and procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6) device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 10mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected or use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for 5 seconds upon first inflation. The device was removed using the normal method without any problem and procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.